Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿constant¿ unspecified occlusions occurred on a novum iq large volume pump during an unspecified step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation, it was observed that the unit was not working properly while loading the tubing into the unit to run a flow rate accuracy test. The slide clamp did not eject as it is intended. The unit was separated to investigate further internally, and it was noted that the slide clamp spring was defective and not working at all to eject the slide clamp key out to unclamp the tubing. The reported condition was verified. The cause of the reported condition was a defective slide clamp spring. To resolve this issue, the lvp mechanism will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.